Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is partial delamination of the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.